Event description:
Via clinical study, it was reported that at the index level of c5/6, the patient developed uncovertebral hypertrophy with right and left sided neural foraminal stenosis. Patient has been continuing therapy with medication of acetaminophen, cyclobenzaprine, and duloxetine. No additional information is available.

Manufacturer narrative:
There was no product returned and there was no product problem identified. The device remains in-situ with no reported plans to remove or revise. A definitive cause of the reported issue cannot be determined. Label review: "risks specific to cervical artificial discs, including the simplify® cervical artificial disc: development of spinal conditions, including but not limited to spinal stenosis, spondylolisthesis, or retrolisthesis." If additional information becomes available, a supplemental report will be filed.